Manufacturer narrative:
H2, h3, h6. The reported 4.5 twinfix ultra ha anchor assembly, used in treatment, has been returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has broken off and was not returned. The remaining portion of the anchor is broken in two piece. Examination of the inserter confirmed both inserter tines are bent. An exact root cause cannot be determined with confidence with the limited clinical details provided; however, factors that could have contributed to the reported event include: not preparing the insertion site with the recommended prep device. Excessive force placed on the device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) Two photos of the device packages and two photos that show the broken anchor provided were reviewed. However, without the relevant supporting documents a thorough medical investigation cannot be rendered. Per subsequent e-mail, the broken pieces were removed with tweezers and the surgical delay of >30-60 minutes did not result in harm to the patient. In addition, the back-up device was used in the same bone hole; therefore, no further clinical/medical investigation is warranted at this time. Should any additional medical information be provided, this complaint will be re-assessed. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Mimb closure: reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by j. Templeton, medical director.

Event description:
It was reported that during the right shoulder rotator cuff repair the twin fix anchor was damaged when screw-in. The device breaks inside the patient and the pieces were removed using tweezers. The procedure was completed using a back-up device. A surgical delay greater than 30 minutes were reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.